Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the patient underwent urgent irrigation and debridement (I&d) for infection with system sepsis on (B)(6) 2018. Replacement components were not available at the time. On (B)(6) 2018, and I&d with exchange of the acetabular liner, femoral head and neck sleeve was preformed. (B)(4).